Event description:
It was reported that during a dye study, the hcp was unable to aspirate csf through the catheter access port. The distal portion of catheter left in the intrathecal space as the catheter was sheared. A new catheter was implanted. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results code other = catheter.